Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure for benign prostatic hyperplasia, the fiber broke during the procedure and burned the physician at the finger in a hole shape and also injured the lower arm. The burn was treated with burn ointment and covered with a pavement. The procedure was completed with another fiber without patient complications.

Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure for benign prostatic hyperplasia, the fiber used got broke during the procedure and burned the physician at the finger in a hole shape and also injured the lower arm. The burn was treated with burn ointment and covered with a pavement. The procedure was completed with another fiber without patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The patient symptom is a known risk associated with this device type/procedure and it is noted as such as in the instructions for use.